Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt experienced "a great deal of pain and discomfort". Per the reporter, x-rays showed that "not only is the pump sitting awkward but the tubing is kinked". The pt is reported to have the symptom of bladder retention every day. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that patient complained of "pump implanted in his back, felt like a rock, very uncomfortable, and wanted it explanted". The pump had saline, had fentanyl at one time, morphine at one time and methadone in the pump at another time. It was stated that the pump was filled with saline 3 years ago; he hadn't had a refill since; "hcp wasn't supposed to put methadone in the pump". Patient felt that the catheter was not placed right; "knots were tied in the catheter, several extra inches of catheter were tied in a knot". Patient had consulted a new healthcare provider (hcp) in whose opinion "the pump placement and catheter placement were not good and needed to be corrected"; "previous hcp implanted pump in back close to spine and it caused him a lot of problems". It was stated that "the area on the spine where the device was placed swells up and causes pain". An allergic reaction to morphine was also reported, it caused swelling and patient was bloated. Morphine taken out and methadone was put in the pump. Patient was dissatisfied with his previous hcp. Patient was currently living temporarily in a treatment facility.

Manufacturer narrative:
(B)(4). Eval - conclusion will be updated/corrected for this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: additional information received reported that the patient had ¿had trouble with it leaking and stuff like that¿; ¿like leaking into the muscles or whatever¿. It was unclear if the reporter was talking about the pump or the catheter as leaking. The patient was planning to have it explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via manufacturer representative (rep) indicated that the patient was saying the therapy has "never worked" for them and "never seemed to do the job" as they were not getting what they felt was appropriate pain relief. It was reviewed the therapy goes back further that the patient's current pump. It was reviewed this pump was implanted for nearly 7 years and the patient elected to have another pump put in. No further complications were reported.